Event description:
This complaint is from a literature source. It was reported that ten patients developed cardiac tamponade after atrial fibrillation catheter ablation. Title: ¿(B)(6).¿ the purpose of this study was to evaluate the prevalence and morphological characteristics of anatomical variants that could influence atrial fibrillation ablation procedures. The study was conducted between (B)(6) 2010 and (B)(6) 2014. Other adverse events were reported in this article: - 13 patients phrenic nerve injury; - 15 patients periesophageal vagal nerve injury; - 3 patients transient ischemic attack; - 4 patients pneumothorax; - 4 patients congestive heart failure. Suspected device is thermocool, however catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Other bwi products were used during this clinical trial: lasso circular mapping catheter;carto 3 mapping system. Other company¿s devices: sheaths (sl0, st. Jude medical), workstation (synapse vincent, fujifilm) (B)(6). (B)(4).